Event description:
It was reported that the closing trigger of the device did not seem to close, as it did not click when the surgeon compressed it. When the second trigger was fired it did not cut and the staples were not formed properly. There was no pt consequence. Another device was used to complete the case.